Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the freestyle libre 2 sensor. Customer noted experiencing symptoms of pain, redness, tenderness, irritation, and infection at the sensor site and had contact with a healthcare provider. The customer was diagnosed with cellulitis and single deep abscess, the healthcare provider performed an incision and drained the sensor site. The customer was provided with cephalexin and sulfamethox for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section d1 - brand name was updated to reflect the corrected device name. Section d2b - procode was updated per corrected brand name. Section g4 - PMA/510(k) # was updated per corrected brand name.

Event description:
A skin reaction was reported with the freestyle libre 2 sensor. Customer noted experiencing symptoms of pain, redness, tenderness, irritation, and infection at the sensor site and had contact with a healthcare provider. The customer was diagnosed with cellulitis and single deep abscess, the healthcare provider performed an incision and drained the sensor site. The customer was provided with cephalexin and sulfamethox for treatment. There was no report of death or permanent injury associated with this event.